Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. At the visit on site the field service engineer repaired and replaced parts to fix this issue. System meets company specifications. "Fa-4-11-2 et timeout error" is usually displayed. This error is classified as class 4 which means that the treatment was interrupted by the device automatically based on the safety system. The cause is a missing signal send from the eye tracker to the laser so that the laser could not find the eye tracker components and an eye tracker time out occurred. The root cause for the missing signal is currently under investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an eye tracker failure during refractive laser ablation. There was no reported patient harm.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Fse (field service engineer) replaced the eye pci board. Fse (field service engineer) performed system verification as per sir (service installation record). The root cause could be determined conclusively as an error of complex programmable logic device (cpld). This leads to a sporadically missing signal send from the eye tracker pcb to the system pc, so that the pc could not find the eye tracker components and an eye tracker time out error occurred. The manufacturer internal reference number is: (B)(4).